Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead was damaged due to the leak in the lead body when flushed with saline. The lv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.